Event description:
Customer reports, lancet protrudes from the cap of the soft touch device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device, however, customer has discarded it; replacement was sent.

Manufacturer narrative:
Per patient's surgeon, the device will not be explanted at this time.(B) (4): device will not be explanted.

Event description:
Per the physician, the patient had a decrease in performance. The results of an integrity test (B) (6), 2009 indicate the device had multiple electrode anomalies. Explant and reimplantation is planned, but had not taken place at the time of this report december 17, 2009.

Manufacturer narrative:
(B) (4).